Event description:
Our affiliate is reporting to us that during an arthroscopic procedure, a portion of the distal tip of 90 degree hook electrode broke off into the patient's joint space. The procedure was slightly extended and the fragment was not able to be retrieved from the body. However, the procedure was concluded successfully without further issue or harm to the patient. Nothing is being returned, the complaint device was discarded by the user.

Manufacturer narrative:
Although the device is not being returned, historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Also, this is a single use device and it is not established if the device in fact saw only one usage, in other words there is the question of the possibility that the complaint device has been reprocessed, which would add another dimension to the failure issue. A review into the mitek complaints system revealed no other similar complaints for this lot of devices released to distribution. Outside of the above hypothesis, no other root cause for the device failure can be discerned. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.